Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6), female patient who was receiving morphine (unknown concentration) at 2 mg/day via an implantable pump for non-malignant pain. On an unknown date, the patient experienced back pain and not getting pain relief. The patient stated the pump was not working; she thought the pump had stopped. A MRI was performed but the results were unknown. On (B)(6) 2015, the patient saw her doctor and a catheter dye study was performed. The report of the study was pending. If additional information becomes available, a follow-up report will be submitted.